Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile part: part: 407.035s, lot: 6l30801, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 10, 2019 , expiry date: october 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part: 407.035, lot: 5l81426, manufacturing site: grenchen, release to warehouse date: september 3, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cancellousscr ø4 l35/14 ti was broken into 2 pieces the broken piece was not returned. The screw was received after decontamination in steam autoclave. All testing and analysis were performed non-destructively. An overall view of the received components is provided in figure 1. The screw fractured at the thread root closest to the head of the screw. The fracture surface was badly burnished, particularly near the outer edges. Towards the center, large ductile dimples were observed. Ductile and shear dimples were present towards the outside edge of the fracture surface. No specific initiation point was seen nor were any fatigue striations observed. While the damage around the edges of the surfaces may have obscured some of these features, the dominance of ductile and shear dimples across the fracture surface indicates the fracture was caused by a tensile-torsional overload condition. There were no inclusions or other defects in the material that could have contributed to crack initiation or propagation. However, the embedded condition cannot be confirmed since no x rays were provided. (B)(4) for investigation report and high-quality pictures the dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the cancellousscr ø4 l35/14 ti in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the cancellousscr ø4 l35/14 ti. While no definitive root cause could be determined, it is probable that the cancellousscr ø4 l35/14 ti was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -cancellous bone screw 4.0mm . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent total hip arthroplasty with the screw in question. When the surgeon inserted the screw it broke under the head. The surgeon considered that it was difficult to remove the broken tip and it was left in the body. Surgery was completed successfully with 30 minutes delay. The surgeon commented that since he did not put more load than necessary, there might be a problem with the screw. This report is for one (1) 4.0mm ti cancellous bone screw partially threaded/35mm. This is report 1 of 1 for complaint (B)(4).